Event description:
It was reported that the nurse opened the box of a single dose of simplex p speedset and removed the bag of powder and the liquid monomer package out of the box. Upon removal from the outer box, it was found that the sterile package for the liquid monomer was compromised. The lid was slightly lifted.